Manufacturer narrative:
The device was returned and the lot number was confirmed from the hub of the device. During visual inspection, the distal end of the catheter was kinked/ stretched and fractured. Distal tip/ ro marker of the device was not returned. A functional test was not performed due to the condition of the returned device and the defect was visually confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation. As per the available information, the patient¿s blood vessels were high degree of calcification had very tortuous. It is probable that the device was damaged during the navigation or retrieval of the device within the patients anatomy due to the anatomical factors present. An assignable cause of procedural factors will be assigned to the reported and analysed event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure when the microcatheter (subject device) was advancing within the guide catheter, the microcatheter kinked at the time of delivery. When removing the microcatheter from the patient anatomy, the tip of the microcatheter was found torn off. The procedure was completed successfully and the patients¿ medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not yet returned for evaluation.

Event description:
It was reported that during the procedure when the microcatheter (subject device) was advancing within the guide catheter, the microcatheter kinked at the time of delivery. When removing the microcatheter from the patient anatomy, the tip of the microcatheter was found torn off. The procedure was completed successfully and the patients¿ medical condition was good. There were no clinical consequences to the patient.